Event description:
According to the reporter, during a canine spay procedure, before the device was used on a patient, no needle was attached in the packet. Another device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted one suture and one needle. The needle was returned disengaged from the suture and was loose within the foil pouch. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. The needle swage hole was noted to be partially filled with suture material. The suture was returned fully wound in it's retainer. The suture was removed from the retainer and a tactile and microscopic inspection was performed with no abnormalities observed. Upon microscopic inspection of the suture, normal crimp and swage marks were noted. It was reported that no needle was attached in the packet. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of needle detached. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.